Manufacturer narrative:
The pump passed the basic occlusion, occlusion, prime and displacement test. There was no prime fill anomaly noted. The pump had unresponsive buttons due to corroded keypad trace. The pump was returned with missing end cap sticker, cracked case all corners of display window and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump would not stop priming. The customer's blood glucose level was 220mg/dl. The customer states that insulin was squirting out. The customer states part of the buttons were unresponsive. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.